Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. While attempting to change the cartridge to troubleshoot this issue, it was reported that the cartridge did not fit onto the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300-361 mg/dl.